Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2014 with the following findings: there was no damage found to the keypad cover. There was moisture damage found on the main keypad board and the keypad buttons were found to be unresponsive. The keypad cover was removed and there was no evidence of contamination under key contacts. Unrelated to the complaint, the bolus button was unable to be tested. The bolus button cover was found to be intact. Also unrelated to the complaint, the display lens was found to be leaking during a leak test and there was evidence of moisture and corrosion found inside the pump. The text on the display screen was also found to be dim and prink. The pump was able to power up with audible tone but the vibratory feature was not functioning due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (button/keypad issue w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.